Manufacturer narrative:
An event of stenosis and valve insufficiency was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 23mm trifecta valve was implanted. On (B)(6) 2020, the patient presented with dyspnea and edema. The patient was admitted to the hospital due stenosis and valve insufficiency. On (B)(6) 2020, a heart catheter was placed. Patient was reported to be in stable condition.